Event description:
It was reported the needle and cannula did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was observed to be in the not deployed state, the pink slide insert was not visible through the window on the top housing and the linkage assembly was observed to be in the not deployed state. The data downloaded from the device did not show any timeouts or drive stalls during the run. Data showed that the device had been deactivated by the user at the end of first prime. No damages or defects were observed that would result in the needle mechanism not deploying. The rubber part of the needle cap remained with the device after removal. After opening the pod, the pod did remain in the not deployed state, indicating that the remaining part of the needle cap did not prevent the needle mechanism from deploying.